Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter is difficult to use due to it not having a backlight. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the (B)(4) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient stated that she discovered the alleged concern on (B)(6) 2012 at unknown time. She reported that she is visually impaired and it is difficult to see the display on the subject meter because it doesn't have a backlight. The patient reported that she manages her diabetes with humalog insulin through pump therapy. She reported that she tested her blood with the subject device on (B)(6) 2012 at 2:30pm and received a value that was difficult to read. As a result, she skipped/missed a bolus dose of insulin and developed symptoms of "sweating and dizziness" at an unknown time. She reportedly self treated with a correction dose of 15 units of humalog insulin but stated she had to guess the amount to take. At the time of troubleshooting, the cca assisted the patient with performing a blood test and informed the patient that the subject device did not have a backlight feature. The patient requested not to receive a replacement meter since there was no product problem identified. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.